Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a not delivery. The customer changed the set and delivered a bolus and received another alarm. The blood glucose reading was 284 mg/dl. The customer was treating with manual injections. The customer was assisted in performing a fixed prime and insulin did not exit. The customer was advised to remove the reservoir and run a manual prime until the piston reached the end of travel. The insulin pump alarmed no reservoir. The customer was advised to manually push insulin and reported that insulin did exit. The customer was advised to rewind the insulin pump and run another manual prime and reported that no alarm occurred but that no insulin exited. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.